Event description:
It was reported that the external pulse generator (epg) was received for regular servicing, the engineer found that the rate could not be adjusted. The status of the epg is unknown. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: engineer tested it and found that the rate could not be adjusted. The potentiometer was replaced.

Event description:
It was reported that the external pulse generator (epg) was received for regular servicing. The epg was returned to the manufacturer. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.